Event description:
It was reported that there was a problem with a battery when it was being implanted and attempts were made to connect the extensions to the battery. One side of the battery would go in but with the other, the right side, the pigtail of the extension would not advance more than half way, upon repeated attempts. A second device was provided and the pigtail fit easily, connected successfully and the device was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)